Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and visual disturbances. The lens was replaced with a shorter length lens.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. H3: device evaluation is not required. H6: investigation type 4110: a lens work order search was performed. No additional similar complaint type events within associated lots were found. Claim: (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry with debris on the lens in a microcentrifuge tube. Visual inspection found no damages to the lens. Dimensional a inspections found the lens to be within specifications. (B)(4).